Manufacturer narrative:
The device was received for evaluation. During functional testing, an incorrect flow rate was not reproduced. During flow rate testing the device was found to deliver within specification. A review of the event history log revealed that the customer did not program an infusion upon receipt after the prior service. A service history review revealed the device has been serviced within the last 12 months and the current reported problem does appear as a repeat symptom. The customer reported that the pump was not tested for flow accuracy during the prior return, however review of the service record revealed that the pump was tested for flow accuracy during the previous return and the device was found to deliver within published +/-5% error range and no pump correction was required. Review of the prior service record indicates that all service actions were completed during the prior return. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an incorrect flow rate during an unspecified process step and sending it back to be tested for the flow accuracy, since it was not tested for that and repaired the last time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.